Event description:
It was reported that the guidewire (subject device) broke inside the patient when the physician was crossing the clot. The physician felt resistance on the proximal end of the subject wire as he attempted to move the subject wire back and forth. The resistant he described was more similar to the subject wire feeling ¿stuck.¿ physician removed the subject wire portion with a stent retriever. The issue caused a significant delay in procedure. Patient is doing well. The procedure was completed successfully by utilizing a stent retriever and aspiration catheter to remove the synchro wire (subject device). No clinical consequences were reported to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal tip (approx. 2 inches) of the subject guidewire broke inside the patient and was able to be removed with a stent retriever and aspiration catheter. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, the initial basecamp setup included bmx, red, and velocity microcatheter, the issue occurred when the physician was crossing the clot in the m1, the anatomy was somewhat tortuous, the guidewire tip was j shaped, friction/resistance was encountered during the procedure, and the physician used force in an attempt to remove the device from the body as it appeared to be stuck. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to this complaint.

Event description:
It was reported that the guidewire (subject device) broke inside the patient when the physician was crossing the clot. The physician felt resistance on the proximal end of the subject wire as he attempted to move the subject wire back and forth. The resistant he described was more similar to the subject wire feeling ¿stuck.¿ physician removed the subject wire portion with a stent retriever. The issue caused a significant delay in procedure. Patient is doing well. The procedure was completed successfully by utilizing a stent retriever and aspiration catheter to remove the synchro wire (subject device). No clinical consequences were reported to this event.